Event description:
The customer reported that durin an interventional procedure in the brain, a balloon was over filled causing the blood vessel to rupture. The patient is now in a coma.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. Note: the indicated importer has received FDA exemption number, (B)(4) to submit one FDA form 3500a to satisfy both the importer (B)(4) and MFR (B)(4) for the same event. (B)(4).